Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during an unk procedure, the blade broke. Another device was used to complete the case. There were no adverse consequences to the patient.